Event description:
Boston scientific received information that during a routine follow up oversensing and high pacing thresholds were noted on the left ventricular lead. A chest x-ray revealed a left ventricular lead dislodgement. A revision procedure has been planned, while at this time the device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.